Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump, following a battery change. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 434 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.